Event description:
The account alleged that the hi/low function is drifting down.

Manufacturer narrative:
The technician inspected the brake on the hi/low drive and found the brake block to be worn and the set screws for the brake block missing. He also found the washer for the brake block was bowed. The technician replaced the brake block assembly, spring, set screws and washers for the break assembly to on the hi/low drive to repair the bed.